Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as the event is unknown. (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on an unknown date. According to the complainant, there was a problem in the discharge. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Based on the limited information available, this event has been interpreted as the bands failing to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on an unknown date. According to the complainant, there was a problem in the discharge. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Based on the limited information available, this event has been interpreted as the bands failing to deploy.

Manufacturer narrative:
Block b3: date of event was approximated to (B)(6)2019 as the event is unknown. Block h6: problem code 2610 captures the reportable event of problem in the discharge. Block h10: investigation results the returned speedband superview super 7 device was analyzed, however, the device returned without the ligator head. A visual evaluation noted that the crimp was present on the trip wire and the trip wire was secured in the handle assembly slot when received. Additionally, there were no visible damage observed on the suture and seven knots were found, indicating that all seven elastic bands were successfully deployed. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No visible issues were noted to the handle assembly. No other issues with the device were noted. The reported event was not confirmed. Based on the evaluation of the returned device, no failures were found that could have reduced the performance of the device during the procedure. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.